Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this component was thoroughly analyzed. The pump was visually and microscopically inspected and underwent leak and functional testing. Visual analysis identified that all three sections of kink resistant tubing (krt) were worn down to the filament. However, no leaks were found; this is unlikely to have impacted device function. The pump did not pass deflation testing. Analysis confirmed that the deflation issue could have caused or contributed to the reported clinical observation of the device not operating as intended.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the pump was removed and replaced because it was not operating as intended. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the pump was removed and replaced because it was malfunctioning. No patient complications were reported.